Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was bacteremic resulting in an admission the week prior. No source was identified and he was being treated. The patient then expired due to a brain hemorrhage. The hospital was interested if the vad was seeded with the infection and possibly the source of the bactermia.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.